Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Location and incision size of product application? What prep was used prior to product use? Was the prep allowed to dry prior to mesh application? Please describe how the adhesive was applied on the tape? Was the mesh placed over the entire length of the incision? Did the mesh extend beyond the patient incision? Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Was the skin prep solution wiped off and allowed to dry before applying adhesive? Was a dressing placed over the incision? If so, what type of cover dressing used? Do you have any pictures of the reaction? What was done to address the reaction? What type of medication? Dose? When (date) administered? Was another method used to close the incision? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients : was the patient exposed to similar products, such as artificial nails. Was the product or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a spinal discectomy procedure on (B)(6) 2016 and topical skin adhesive was used. The patient developed a red rash on the skin 24 hours post op, under and around the topical skin adhesive. The topical skin adhesive was removed from the patient. It was noted that the patient had previously reacted to every type of adhesive dressing. Additional information has been requested.